Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: 010000660 g7 acetabular shell 6122056; 010000658 g7 acetabular shell 3930175; 010000768 g7 arcom liner 6109148; 103530 ti profile screw 2016040532; 103532 ti profile screw 2015090213; 103533 ti profile screw 2017011260; 130914 muller cup 3753738; 00801802801 versys femoral head 63920806; 0100561213 wagner taper stem 2761649. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03547, 0001825034-2018-03550, 0001825034-2018-03551.

Event description:
It was reported that during a hip arthroplasty the polyethylene liner would not seat with the acetabular shell. There was an added delay of one-two hours. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The liner was returned and evaluated against the complaint. Visual inspection found two circular indentations in the outer radius of the liner. The outer side wall and scallops are also scratched and gouged. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.